Event description:
It was reported that the external pulse generator (epg) "reading was intermittent," while in use on a patient. Follow-up information received found that the epg had been placed in the patient¿s bed with no cover, the patient had rolled on it causing reprogramming. It was moved out of the patient¿s bed and programmed back to the correct settings. It was also reported that the bails and clips were broken on the epg. The epg was returned to the manufacturer for repair. There was no patient impact.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. Analysis found the interconnect flex was not seated in the main printed circuit board connector properly. Analysis also found the high rate, main clear cover, ring cover, ring bail, one side bail, and caution label are missing. Upper case, lower case, and side bail covers are broken. Two case screws were the wrong size screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.